Event description:
It was reported that this right ventricular (rv) lead was attempted due to pace impedance measurements of greater than 2,000 ohms observed after screwing in. Attempts to change the cord and cable, re grip and alter the placement location yielded no improvement. A different rv lead was implanted which remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to pace impedance measurements of greater than 2,000 ohms observed after screwing in. Attempts to change the cord and cable, re grip and alter the placement location yielded no improvement. A different rv lead was implanted which remains in service. No adverse patient effects were reported.